Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. However device data has not yet been provided for analysis. This device remains in-service at this time. No adverse patient effects were reported.